Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to inpen. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting confirmed the customer reported physical damage (crack or scratch) on the cartridge holder of the inpen and it was impacting functionality of the device as it was not working properly. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen passed front cap investigation with test cartridge holder. In conclusion: inpen received without original cartridge holder. Missing or physically damaged cartridge holder can affect insulin delivery. The customer concern of physical damage at cartridge holder could not be confirmed due to missing cartridge holder. Missing injection foot was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.